Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown shell lot# unknown . (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty procedure the liner disassociated from the shell multiple times. Procedure was completed with a different liner. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of liner identified damages in the form of scratches and gouges on the rim of the liner. The scallops of the liner were damaged likely caused during an attempt to impact the liner with the shell. The outer diameter and the locking features were heavily damaged in the form of gouges and scratches. These damages were likely caused during extraction and impaction of the liner. The liner was 100% inspected during manufacturing and was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#010000664 g7 pps ltd acet shell 54f lot# 6335888, item# 650-1163 delta cer fem hd 32/-3mm t1 lot# 3782006, item# 51-113140 tprlc 133 type1 bm so 14.0 lot# 3782006. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.